Event description:
It was reported that ventilator generated o2 concentration high alarm. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. Identification of issue has been done by analyzing problem description and service report. The issue was resolved by replacing o2 gas module. The issue was reportable due to the fact that the issue unit may lead to stop of ventilation or low o2. The device's logs and the claimed part were not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref#: (B)(4).